Manufacturer narrative:
(B)(4). We received two used (one sample full filled and one sample half filled) easypump ii lt 270-27-s without packaging. The received samples were taken to a visual inspection. In as-received condition the white clamps was closed and the patient connector was on one sample closed. The original wing cap was handed over by the customer. After opening the top cap and removing the closing cone, we detected no solution (liquid) or crystallized drug residues at the filling port (lli-cone). Further on, we detected no residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. In addition, a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did work (solution was running). Blocked samples (as described by the customer) could not be determined. The tested samples are in accordance with our requirements. Hence we assrss this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no flow. Blockage.